Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. A lead revision procedure was performed, the lv lead was surgically abandoned and replaced with a new lead in the left bundle branch (lbb) position. No additional adverse patient effects were reported.